Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction and a temperature alarm occurred. The customer's blood glucose level was 126 mg/dl. Reportedly the customer reverted to an alternate method of insulin therapy. Customer declined to further troubleshoot with tandem technical support.